Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced intermitted syncope and there was inappropriate "inhibition of ventricular pacing." There was also oversensing noted on the lead and an apparent insulation breach. The lead was capped and replaced. No further patient complications have been reported as a result of this event.